Event description:
It was reported that the customer was hospitalized (B)(6) 2008. Customer also reported having low blood glucose levels below 17mg.dl. It was also reported that the customer had convulsions. Customer treated with a glucagon shot given by his wife. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.